Event description:
Report is for patient 5 of 11: a 4.4 inr with protime system vs 6.0 inr with unspecified reference lab system. Patient therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Manufacturer method: no product returned from user facility. Manufacturer results: customer complaint could not be confirmed. Manufacturer conclusions: no conclusion can be drawn.